Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the combination reamer shaft became bound on the guidewire during reaming for the lag screw. The guidewire was subsequently passed through the acetabulum as a result.